Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic assisted distal gastrectomy, the subject device was used. At the early stage from the beginning of use, the ptfe pad of the device wore. The procedure was completed with another thunderbeat. There are no patient injury was reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the wear and separation of the ptfe pad occurred since the user activated output without grasping anything (including after the tissue separated) while the grasping section is closed. Based upon the finding of the evaluation, this report appears to be related to user handling.